Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ECG's are non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The orange (lead 2-) and brown (lead 1-) wires on the ECG c and d cable were broken inside the distribution node (dn). The cause for the failure was isolated to the broken wires. The root cause for the broken wires couldn ot be positively identified but was likely physical abuse. No adverse event resulted from the broken wires.